Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that powerglide 8cm catheter found to be broken (complete break) when removed from patient arm. No harm to patient - able to remove broken lumen from arm. No surgery required, all broken pieces accounted for. Additional information received: the patient did not require surgery to remove the broken piece. All the missing pieces were retrieved and accounted for.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a powerglide pro catheter were returned for evaluation. An initial visual observation of the photographs showed that the catheter tubing was completely fractured just distal to the strain relief. Use residues were observed on the sample in the returned photographs. No details of the break sites could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that powerglide 8cm catheter found to be broken (complete break) when removed from patient arm. No harm to patient - able to remove broken lumen from arm. No surgery required, all broken pieces accounted for. Additional information received: the patient did not require surgery to remove the broken piece. All the missing pieces were retrieved and accounted for.